Event description:
It was reported that this right atrial lead exhibited loss of capture. The device was reprogrammed. This lead remains in service. No adverse patient effects were reported. Requests are being performed in order to inquire regarding the model/serial number of the device. However, at this time, no further information is available.